Event description:
Pt self-tester reports results lower than reference with the protime microcoagulation system. Pt tested on her protime instrument generating result of 1.4 inr and the laboratory result was 2.6 inr. Pt¿s therapeutic range: 2.0-3.0 inr. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial # (B)(4). Method: actual device not evaluated (cuvette/single-use disposable). Associated instrument was evaluated and complaint was not confirmed during the instrument evaluated. Result: results pending completion of evaluation. Conclusion: inconclusive ¿ investigation in process. Manufacturer notified FDA on (B)(4) 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc¿s investigation into the product¿s performance identified increased imprecision in addition to an increased negative bias corresponding to manufacturing changes. Itc has requested all data required for form 3500a.